Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test was performed and passed. Share data log contained no data for review. Bin file review was performed and no issues relating to customer complaint were observed. The customer complaint of a failed transmitter error was not confirmed. A root cause could not be determined.